Manufacturer narrative:
Date of death estimated . Date of event estimated. Date of implant estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying the xience stent that may be related to the following: patient death. Specific patient information is documented as unknown. Details are listed titled targeted therapy with a localised abluminal groove, low-dose sirolimus-eluting, biodegradable polymer coronary stent (target all comers): a multicentre, open-label, randomised non-inferiority trial. No additional information was provided.

Manufacturer narrative:
(B)(4).